Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a (B)(6) pt experienced an inappropriate defibrillation event on (B)(6) 2014. Motion artifact contributed to the false detection. The pt was reportedly conscious and walking at the time of the event. The pt continued use of the lifevest. No further info is available.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt continued use of the lifevest. (Other): device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device mfg date:monitor (B)(4): 12/01/2012; electrode belt (B)(4): 08/01/2012. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical defibrillation rate is consistent with the observed rate during the (B)(6), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg